Event description:
It was reported to bsc/target that during the procedure of a wide necked basilar tip aneurysm using the kissing balloon technique, the physician was unable to deflate the balloon consistently. The pt was diagnosed with a grade I sub-arachnoid hemorrhage basilar tip aneurysm. Pca vessels occluded. Had to thrombolyze; aneurysm bled. The pt is deceased.